Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a cath lab case the cs300 intra-aortic balloon pump (iabp) shut down while the patient was in the recovery area, patient was transferred into recovery area without issue. The facility staff indicated that they were not sure if the iabp was plugged in during the case or in the recovery area. The staff was unaware if the iabp alarmed or if the iabp stated battery in use. The iabp was swapped to continue therapy without issue. No patient harm or injury reported and no adverse event was reported.

Event description:
It was reported that during a cath lab case the cs300 intra-aortic balloon pump (iabp) shut down while the patient was in the recovery area, patient was transferred into recovery area without issue. The facility staff indicated that they were not sure if the iabp was plugged in during the case or in the recovery area. The staff was unaware if the iabp alarmed or if the iabp stated battery in use. The iabp was swapped to continue therapy without issue. No patient harm or injury reported and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site to perform a preventive maintenance (pm). The fse evaluated the iabp and was unable to reproduce the reported issue. As part of the pm, the fse replaced the batteries, and completed the pm with full calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.